Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, seal and the anchor tab were returned inside the loading device. The seal was under the window of the loading device; first row was cracked. The green slide lock and the white plunger were no depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load properly. The seal was coiled in the loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The hospital was unable to provide an exact event date and reported that the event took place in (B)(6) 2013. The sales rep reported that an in service was done on (B)(6) 2014 for the cv heart team.